Event description:
The customer received a blood glucose reading of 127mg/dl on the contour, retested on a different meter and the reading was 552mg/dl. The difference between readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.